Event description:
On (B)(6) 2011, the pt was treated for abdominal aortic aneurysm using two gore excluder aaa endoprosthesis. The final angiogram showed no endoleak. In (B)(6) 2012 (exact date unk), a computed tomography revealed a distal type I endoleak. No aneurysm enlargement was noted. On (B)(6) 2012, the pt underwent an add'l procedure to treat the type I endoleak. A contralateral leg component was implanted and the endoleak was resolved. The pt tolerated the procedure.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs.